Manufacturer narrative:
The insulin pump has no motor error alarm noted and the motor passed motor test. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor position encoder error alarm. The customer stated they were able to prime up to two units when the alarm occurred. The customer also reported receiving a no delivery alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.